Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by pain, fever and the patient was not able to do anything on their own. The patient was hospitalized and was treated with unspecified antibiotics (intravenously, infused once a day over twenty minutes, dose and duration not reported) for the peritonitis event. The patient was discharged six days after hospitalization and was recovered five days after discharge. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.